Event description:
During shoulder scope the patient felt some small shocks from the electrode where the grounding pad was. The surgical nurse stated the patient is ok and indicated that the patient described it as a stinging under the pad. The hospital uses the correct valley lab pads. Pad was placed on flank on operative side with patient under local anesthesia. No delay was reported.